Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate antitachycardia pacing therapy was observed. Review of episode revealed variable conduction times. Programming changes were made.